Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was implanted too deep. As a result, the patient was unable to establish a connection between the ipg and programmer. In turn, the patient underwent surgical intervention wherein the site was revised. Reportedly, the patient is in stable condition and effective therapy was restored following the procedure.